Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high carbon dioxide (co2_c) test result was obtained from an atellica ch 930 chemistry instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse was instructed by siemens headquarter support center (hsc) to ensure all tubing connections for sodium hydroxide (naoh) are tight and verify naoh is not leaking into the cuvettes, evaluate proper cuvette washing, ensure the cuvette wash solenoid valves are working properly and to replace any solenoid valve if atypical performance is observed. The cause of the discordant, falsely high carbon dioxide (co2_c) test result is unknown. Siemens is investigating. Mdrs 2432235-2019-00197, 2432235-2019-00205 and 2432235-2019-00206 were filed for the same event.

Event description:
A discordant, falsely high carbon dioxide (co2_c) test result was obtained from an atellica ch 930 chemistry instrument. The initial result was above the analytical measurement range of the instrument and not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 chemistry instrument giving a lower test result. The repeat result was considered correct and was reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide (co2) test result.

Manufacturer narrative:
The initial MDR 2432235-2019-00207 was filed 11-jun-2019. Additional information (20-june-2019): the siemens customer service engineer (cse) checked the cuvette wash pumps for proper operation and tightened all the sodium hydroxide (naoh) line fittings. The cse removed, inspected and replaced the reagent probe level sensing and pressure transducer parts of the reagent 1 and reagent 2 probe mechanisms. The cse performed the auto alignment procedure and ran a level sense reliability test for 500 cycles. The customer has not reported any additional discordant, falsely high carbon dioxide results since the completion of the service visit. The potential cause of the discordant, falsely high carbon dioxide test results was due to a cuvette wash issue or leak that was resolved with the tightening of the naoh line fittings. The instrument is performing within specifications. No further evaluation of this device is needed. Section h6 results and conclusions codes were updated. Mdrs 2432235-2019-00197_s1, 2432235-2019-00205_s1 and 2432235-2019-00206_s1 were filed for the same event.